Manufacturer narrative:
No report of patient involvement. (B)(4). The customer biomed troubleshot the issue with ge healthcare technical support. It was recommended to replace the sensor interface board.

Event description:
The hospital reported an error "can not empty bellows". There was no report of patient involvement.